Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events, seroma- late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late and lymphadenopathy.

Event description:
Patient reported right side "internal mammary lymphatic node fna negative for malignant cells", "internal mammary lymphatic chain prominent lymph nodes", pericapsular fluid collection. The device has been explanted.